Event description:
It was reported that during right middle cerebral artery (mca) bifurcation aneurysm case, the subject stent could not be delivered inside the introducer sheath. So, operator cut 5cm of the introducing sheath tip and delivered again, yet resistance was felt inside the microcatheter. Next, subject stent was used second time and during this attempt subject stent was prematurely deployed inside the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient.

Event description:
It was reported that during right middle cerebral artery (mca) bifurcation aneurysm case, the subject stent could not be delivered inside the introducer sheath. So, operator cut 5cm of the introducing sheath tip and delivered again, yet resistance was felt inside the microcatheter. Next, subject stent was used second time and during this attempt subject stent was prematurely deployed inside the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient. Update: the subject stent was returned for analysis and was examined, and it was discovered that the reported event of the subject stent deployed prematurely during use was not confirmed. The subject stent was found to be deformed and broken/fractured inside the introducer sheath and the delivery wire was kinked upon return.

Manufacturer narrative:
B1 adverse event - corrected - no malfunction. B5 - executive summary - updated. H1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned along with microcatheter. The stent delivery wire (sdw) was noted to be severely kinked/bent, and stent was noted to be deformed and broken/fractured. The stent was stuck inside the introducer sheath and could not be removed. The stent introducer sheath was noted to be cut on both sites (cut during the procedure). The microcatheter distal shaft was noted to be kinked/bent. Functional inspection revealed microcatheter was flushed, and a patency mandrel was advanced; no stent was present in the shaft. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code stent deployed prematurely during use was not confirmed. The stent was returned very badly damaged and loaded inside the introducer sheath. There was no stent present in the microcatheter lumen. The remaining as reported codes: sdw friction and stent difficult/unable to advance or pullback through catheter could not be replicated as the stent was returned inside the introducer sheath and was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. It was reported that the device was being used in a 'right middle cerebral artery (mca) bifurcation aneurysm. Used stent to assist the coil embolization. Placed microcatheter to the location and then delivered a 3*15 stent, and the stent could not be delivered inside the introducing sheath. The operator tried to cut tip of the introducing sheath, but it was still not able to be advanced. Then cut 5cm of the introducing sheath tip and delivered the stent to go into microcatheter and friction was very big in microcatheter. Finally, the operator withdrew the whole system and used another microcatheter to deliver another 3*15 stent. However, this second stent was also not able to be delivered even after cutting introducing sheath and then used a third stent 3*21, but same problem happened. Since there was no other 3mm diameter stent on side, the operator bridged with stent. He used 20cm syringe to support the first microcatheter distal and connected its distal with the hub of the second microcatheter. After the bridging he found no microcatheter under digital subtraction angiography (dsa), so withdrew the whole stent system and used a different microcatheter to deliver a 4*21 stent to finish the procedure. After the procedure the operator checked the second microcatheter with dsa and no stent was found, so he felt the stent was inside the first microcatheter, so he returned this microcatheter as well'. In the follow-up gfe replies we are further informed that 'after all, three stents failed to deliver: the operator tried to do bridging because he had no other 3mm diameter stent left. He connected the first microcatheter which had the first 3x15 stent inside with the second microcatheter which was inside patient's vessel and then tried to transfer the first stent to go through the two microcatheters, but the operator could not see the stent inside patient's body under dsa. So, he withdrew the whole systems out and did a separated dsa to the first microcatheter on the table and found no stent inside. He thought the stent should be deployed inside the second microcatheter. As a result, the second microcatheter will be returned'. They also replied that excessive force was not applied at any point while advancing the stent within the microcatheter. The stent was returned for analysis deployed inside the introducer sheath. It was no longer loaded on the stent delivery wire. It was not possible to remove the stent from the sheath, but it was noted that the stent was both deformed and was also broken/fractured. Both ends of the introducer sheath had been cut off, but this damage will not be coded for as it was an intentional action by the user in their attempt to advance/transfer the stent. The sdw was significantly kinked/bent along most of its length. A patency mandrel was advanced through the lumen of the returned microcatheter (mc) and no stent was present inside the mc. Given the complexity of the event description and the condition of the returned stent system components, it is very difficult to determine the likely sequence of events that led to the stent ending up significantly deformed and also broken/fractured and still present in the introducer sheath but no longer loaded on the sdw. An assignable cause of procedural factors has been assigned to the as reported codes sdw friction and stent difficult/unable to advance or pullback through catheter and to all of the as analyzed codes stent deformed, stent broken/fractured during transfer and sdw kinked/bent. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during set-up/use. An assignable cause of not confirmed has been assigned to the as reported code stent deployed prematurely during use as the stent was still present in the introducer sheath. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.